Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of redy2932 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by facility that yesterday they had a PICC with kinking under the skin on the same day as placement. PICC was placed in brachial vein, depth of vein 0.25 cm, evl 1.5 cm. 3 hours later both lumens occluded and catheter felt ¿bunched up¿ under skin. Line was retracted 2.75 cm and redressed with good blood return. No patient harm reported.